Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image, instead, it gives a channel error. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had no image, instead, it gives a channel error. The issue was found during set up / inspection for use. There were no reports of patient harm.